Event description:
Elderly female undergoing valvuloplasty. Three inflations with a 22mm tyshak balloon were performed with the balloon in good position. On the final inflation the balloon ruptured. The distal tip of the balloon could not initially be removed. A surgeon was called and a right femoral artery cutdown was performed to remove the balloon. The patient subsequently required a repair of her right femoral artery and a femoral angiogram. She required an overnight hospitalization in the ccu.